Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol), and exhibited seven diverted episodes and some episodes with 'no therapy' in the ventricular fibrillation (vf) zone on a specific date. Technical services (ts) suggested the possibility that the patient was having a procedure at that time. The charge time (CT) was noted to be 10 seconds, and the monitoring voltage was 2.57. It was later noted that the patient did have a magnetic resonance imaging (MRI) procedure on the day in question. Two manual capacitor reformations were done and the device reverted out of eol. The CT was then 9.2 seconds and the monitoring voltage was 2.57. The remaining longevity was discussed. The device was later explanted for normal battery depletion and was returned for analysis. Routine initial device testing indicated that detailed analysis was required.

Event description:
--